Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine the cause for the reported slda. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional mitral regurgitation (mr) and tethered septal leaflet for mitraclip procedure. During the procedure, a mitraclip was implanted on the anterior and septal leaflet. It was determined that a single leaflet detachment (slda) occurred and clip was no longer attached to the septal leaflet. Additional two mitraclip xtw were implanted successfully for stabilization. The final mr was grade 1. There were no clinically significant delays or adverse patient sequela reported.